Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a wedge resection procedure, the device would not open and was locked on tissue. Reverse was attempted but would not open. Device was removed by firing a new device lateral to the stuck device. Device was removed along with the specimen. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2021. H6: component code = g04. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that ec60a device was returned with the closure trigger broken, the anvil bent upwards and with an gst60d reload loaded on the device. The reload was received unfired with the one-piece sled detached and the reload deck was noted to be damaged making it non nonfunctional. No functional test was performed due the condition of the device. No conclusion could be reached on why the one-piece sled is detached. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The damaged found on the device and reload, is possible that the were clamped over an excess of tissue causing the anvil to bend, resulting in the damage to the closure trigger handle and cartridge deck damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.